Event description:
It was reported that the customer experienced high blood glucose of 495 mg/dl. Customer stated, he had been giving himself boluses but did not see the full bolus in the insulin pump history. Customer believed there was a delivery anomaly occurring, due to the fact his blood glucose was rising despite treating. During troubleshooting, customer stated, he forgot to fill the cannula dead space after removing the introducer needle. He also did not program another prime after reconnecting and disconnecting instead of doing a prime into the air. Customer stated, the recent bolus history was correct. He agreed that the insulin pump seemed to be functioning normally. The drive support cap appeared normal. There were no bubbles or leaks and insulin exited the tubing during a manual prime. The high pressure test was performed and passed. Customer was advised to change the entire set, reservoir, and insulin. Infusion set cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.